Event description:
It was reported that the patient complains that their remote control stops stimulation on its own without any action on their part. It was unknown what may have led to this issue. Impedances and stimulation usage logs were checked, in which a session report noted high impedances (40,000 ohms) on contacts 0-3. Troubleshooting included providing information on using the remote control. It was unknown if the issue was resolved at the time of report. No symptoms were reported. Additional information received from a manufacturer representative. The representative contacted tech services and noted that the patient complained that their controller stopped stimulation on its own and they mentioned that the group change was very slow. The patient realized when the ins was off because their pain returned. The patient didn't mention anything displayed on the controller, and the representative noted that they thought there might be some understanding issues. The representative was advised that the patient should keep a diary for when they notice the ins was turning off. When changing groups, the patient said it took time to switch to the group they wanted, and the slowness was random. The patient always changed their groups in the morning and evening in their room, and they left the controller in their room. The patient tried changing groups with the representative at the healthcare provider's office, and the representative didn't notice anything. The representative did not try using a different controller as the patient's controller seemed to be working. There were no automatic loss of stimulation events or power on resets present in the session report provided to tech services, but it was noted that the patient switched groups daily and manually turned stimulation off before bedtime. The representative was to review how to use the controller with the patient.

Manufacturer narrative:
G2. Foreign: gh medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The serial number of the patient controller was provided. It was reported that the cause of the high impedance was not determined. No actions/interventions were taken or planned. The high impedance electrodes were not used in programming, and the patient had very good coverage of the painful area with the current programming. Nothing abnormal was found in the analyzed data report. It was noted that stimulation was stopped in the evening, and the rep thought that this was due to the patient misusing the remote control to stop the stimulation. This analysis was passed on to the doctor, and the doctor was asked to review the use of the patient controller with the patient. The patient was asked to note the place, date, and time when they noticed that stimulation had stopped. Since the last visit, the patient had made no further requests to stop their stimulation. It was noted that this information was confirmed with/provided by the physician.